Event description:
On (B) (6) 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. There is no indication that the lifescan product contributed to an adverse event: the pt's allegation of injury, having a headache and hands were numb, does not meet the criteria for serious injury. The pt denied taking action or receiving treatment due to the issue. The pt answered that the set up mode issue occurred immediately after removing/replacing the battery. However, the complaint is reported because the cca noted that the issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.